Event description:
A barostim system was implanted on (B)(6) 2024. As of (B)(6) 2024, the patient was experienced pain and swelling around the device and intermittent shocking. During a follow-up appointment on (B)(6) 2024, there was no erythema or discharge from the pocket. However, the patient still stated they were experiencing tenderness to touch and puffiness, and that the "device was positional at times." The patient was referred to a vascular surgeon for assessment. An explant occurred on (B)(6) 2024. There were no significant observations as to what was causing the pain and swelling. A culture of the pocket was taken during the explant. The culture results were positive for pseudomonas at the pocket site, and a two-week course of antibiotics was prescribed. As of (B)(6) 2024, the infection event was reported to be resolved. However, the patient developed a hematoma at the pocket on (B)(6) 2024. No intervention was performed, and the hematoma resolved on (B)(6) 2025.

Manufacturer narrative:
The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, and lal testing results were below action and control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#(B)(4).

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2024. As of (B)(6)2024, the patient was experienced pain and swelling around the device and intermittent shocking. During a follow-up appointment on (B)(6)2024, there was no erythema or discharge from the pocket. However, the patient still stated they were experiencing tenderness to touch and puffiness, and that the "device was positional at times." The patient was referred to a vascular surgeon for assessment. An explant occurred on (B)(6)2024. There were no significant observations as to what was causing the pain and swelling. A culture of the pocket was taken during the explant. The culture results were positive for pseudomonas at the pocket site, and a two-week course of antibiotics was prescribed. As of (B)(6)2024, the infection event was reported to be resolved. However, the patient developed a hematoma at the pocket on (B)(6)2024 and it was noted that the patient experienced parasthesia at the incision sites. No intervention was performed, and the hematoma and parathesia were reported to be resolved on (B)(6)2025.

Event description:
A barostim system was implanted on (B)(6) 2024. As of (B)(6) 2024, the patient was experienced pain and swelling around the device and intermittent shocking. During a follow-up appointment on (B)(6)2024, there was no erythema or discharge from the pocket. However, the patient still stated they were experiencing tenderness to touch and puffiness, and that the "device was positional at times." The patient was referred to a vascular surgeon for assessment. An explant occurred on (B)(6) 2024. There were no significant observations as to what was causing the pain and swelling. A culture of the pocket was taken during the explant. The culture results were positive for pseudomonas at the pocket site, and a two-week course of antibiotics was prescribed. As of (B)(6) 2024, the infection event was reported to be resolved.

Manufacturer narrative:
The reported ipg and csl were received at cvrx for analysis. There was no damage observed on the ipg. The csl was received in two pieces in a manner that indicated the damage occurred during the explant procedure. There was no evidence the ipg or csl contributed to the infection. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. As of (B)(6) 2024, the patient was experienced pain and swelling around the device and intermittent shocking. During a follow-up appointment on (B)(6) 2024, there was no erythema or discharge from the pocket. However, the patient still stated they were experiencing tenderness to touch and puffiness, and that the "device was positional at times." The patient was referred to a vascular surgeon for assessment. An explant occurred on (B)(6) 2024. There were no significant observations as to what was causing the pain and swelling. A culture of the pocket was taken during the explant. The culture results were positive for pseudomonas at the pocket site, and a two-week course of antibiotics was prescribed.